Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/16/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/05/2013 with the following findings:the keypad was found to be fully intact; no damage was observed. The complaint of the unresponsive up arrow, down arrow and ok keypad buttons was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and no damaged/misaligned contacts were found. There was no evidence of contamination found under any button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.